Manufacturer narrative:
Advanced bionics no longer considers this event reportable. Please refer to MDR # 3006556115-2024-00652 for continued reporting. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration.